Event description:
The customer reported that the insulin pump may not be delivering insulin. The blood glucose reading was 293mg/dl. Troubleshooting was performed. The customer stated that he gave a bolus, but his blood glucose was going high. The programming, basal rates, and bolus wizard were correct. The caller stated that the insulin pump was not exposed to a high magnetic field. Assisted the customer to run the displacement test and passed. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.